Event description:
On (B)(6) 2023 I paid (B)(6) to (B)(6) on (B)(6). I had my surgery that night and went home and I couldn't eat a meal because my teeth fell out. After eight adjustments, they still fell out every single time and I lost 35 pounds and have malnutrition. 240 days later, over 700 meals, I have not had one time where I ate, and the teeth didn't fall out. (B)(6) refuses to refund the money or fix the teeth. In fact, he said he would refund me only (B)(6) because the refund doesn't cover extraction, which is ridiculous, and in fact, the extraction only talks 30 minutes. They will not talk to me, and they will not answer an email of which I've probably sent 35. This is gross negligence. What if you had your warranty on a car and you turned your car in and the car dealer said well we don't pay for the engine and the drive trying. None of this was explained to me before the surgery and was not included in any warrant statement. (B)(6) is a crooked company look at the many deceptive practice lawsuits. They have lost in the last 10 years. I just want my teeth fixed but if they wait any longer, I will sue them and sue them for damages so I can go someplace else and fix my teeth. That office should be closed down as well as the (B)(6) office because they lie and sheet at every single point, they are dirty company from top to bottom. Please help me get my teeth fixed. It's been almost 250 days of request to both the (B)(6) office were the surgery was done and the (B)(6) office where I live now, who performed adjustments promising me the teeth would work each time. But the male practice was the doctor who gave me the surgery and (B)(6). As a result of the male practice and the refusal of an (B)(6) in (B)(6) to fix it despite their promise to do so. I have lost 40 pounds, I aged 77 and disabled with bipolar number two has been very difficult with my bipolar condition. This is a dirty company from top to bottom. I've sent at least 50 emails to the ceo (B)(6) and (B)(6) and he has not responded to one. It would cost him (B)(6) to give me implants but they won't do it and they spent many many millions on an advertisement or two during the final night of the olympics , they verbally said twice if you don't like your teeth, we will refund you fully, but that's a lie.